Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient noticed the cardiac resynchronization therapy defibrillator (crt-d) ¿jumps¿ on and off since implant. Patient stated that the device was checked, the problem was fixed, but the ¿thumping¿ came back. Follow up with the physician office confirmed the patient was experiencing diaphragmatic stimulation caused by the left ventricular (lv) lead. Reprogramming was done, and the lead was later turned off. No further patient complications have been reported as a result of this event.